Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, confirmed result of the reported event. No additional information was obtained from the customer for the reported event; therefore, it is unclear whether reprocessing was carried out in accordance with the instruction for use (IFU). Based on the investigation it could not specify what the foreign material was. Therefore, the evaluation could not specify the root cause of the remaining foreign material. This issue is addressed in the instructions for use (IFU): "the instruction manual operation manual,"gif-xz1200, chapter 3 preparation and inspection" describes the methods for detection. The instruction manual reprocessing manual "gif-xz1200, chapter 5 reprocessing the endoscope (and related reprocessing accessories)" describes the methods for prevention". Olympus will continue to monitor the field performance of this device.